Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that it was electrocuting them. Patient stated that it started out giving them a pretty big shock and that they finally got all groups a, b, and c turned on to zero stimulation but they were still getting small shocks. Agent walked the patient through connecting to their handset and patient confirmed that therapy was off. Patient also confirmed that the stimulation for their bladder was also turned off. Agent advised patient to contact their healthcare provider (hcp) to further address the issue. Patient stated that they called their hcp and was advised to contact tech support, added that they also contacted their rep and was advised that there's other reps that can assist them, but it would take a week. Patient stated they can't wait for another week. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Sections b1, h2, and h10 updated to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that for the over a week they have been getting shocks down their legs even though handset says everything is off and down to 0. Patient said they have had mris and x rays and implanted system seem to be in place but maybe the communicator and the handset need to be replaced. Additional information was received from a manufacturer representative (rep) on 2025-may-13. The rep called and conferenced patient into the call to get assistance with helping patient connect their handset to the communicator. Patient insisted that they only have one handset and it has the interstim app on it. Patient was confused about which device they were using. Patient also reported that the device kept jolting them, even when it's off. The rep will meet with patient to give further education. Additional information was received from the patient. They reported feeling like a cattle prod poked them when they were on the toilet. Technical services called the company rep back after the call to review with rep that it could be patient's interstim device that could be giving the unwanted cattle prod sensation. Additional information was received from a manufacturer representative (rep) on 2025-may-15. The rep reported that they were able to connect with the vanta and therapy was off. The rep also confirmed that the interstim therapy was in MRI mode. The cattle prod sensation was there when patient tried to sit or stand up, and occasionally while patient was walking. Patient to follow up with their hcp, since stimulation was not the cause of the cattle prod sensation. Rep made sure the equipment was separated into 2 bags, one for interstim and one for pain stimulation.

Manufacturer narrative:
H6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's managing physician (hcp). Hcp reports the circumstances surrounding the shocking were unclear and writes: "of note [pt] also had bladder stimulator in place. After removal of device did not relieve "shocking", [pt] attributed shocking to be due to their bladder stimulator instead. [Pt] did have bladder stimulator removed (B)(6) 2025." Hcp reports the cause of the shocking was not determined and they "do not see anything in chart regarding response after bladder stimulator was removed." Hcp reports explant as an action/intervention that was taken to resolve the issue. When asked if the issue was resolved hcp writes "device has been removed as well as bladder stimulator."